Event description:
The customer contacted physio-control to report that during a recent patient event that their device continually displayed a "leads off" message. The patient was in cardiac arrest at the time of the event. Medical personnel connected quik-combo defibrillation electrodes to the patient via a quik-combo therapy cable. The cable was then connected to the device and powered on when they received the "leads off" message. The electrodes were then disconnected from the cable and hooked up to a different device and cable. Medical personnel then continued patient care using the backup device. No further details about the patient or the event were provided to physio-control.

Manufacturer narrative:
The customer, a biomedical engineer, advised that he had examined the device but was unable to duplicate the reported issue. The customer then requested that physio-control also perform an evaluation of the device. Physio-control examined the device but was also unable to duplicate the reported issue. As a precaution, physio replaced the device's quik-combo therapy cable and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further evaluated the removed quik-combo therapy cable but no discrepancies were observed. The cable tested ok. Physio has made numerous attempts to obtain additional information about the patient and the event from the customer; however, the customer has advised that they are not willing to release any details directly to physio-control. The customer further stated that a voluntary medsun report had been filed and that physio should refer to that report for additional information once it is available to physio. Despite requests, the customer has not provided physio with the medsun report reference number. The cause of the reported issue could not be determined.

Manufacturer narrative:
Physio-control received a copy of the (B)(4) report submitted by the customer. (B)(4). Physio-control reviewed the copy of the (B)(4) report and concluded that the information submitted via the initial medwatch report (please reference manufacture report # 3015876-2014-01493) was complete and accurate.